Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump system was delivering lioresal (2000mcg/ml at 1511.5mcg/day). Estimated elective replacement indicator (eri) was 45 months.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: neu_refillneedle, product type: accessory. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving baclofen ( concentration 2000mcg/ml, dose 1511.5mcg/day) via an implantable pump. The indication for use was intractable spasticity and spinal cord injury/spinal code disease. Patient medical history was noted as; t6-7 fracture status post decompression/fusion, deep vein thrombosis/pulmonary embolism, neurogenic bladder, diabetes mellitus, depression, migraine, spasticity due to spinal cord injury, bladder stones on (B)(6) 2015, a refill issue occurred during a normal refill appointment; the managing physician reported difficulty filling the pump and suspected a pump flip. Visualization via x-ray and during procedure demonstrated that the pump was in the correct position(no malfunction). The scrub nurse was able to easily aspirate and fill the pump. The pump was explanted, catheter flow was confirmed and a new pump was implanted. The issue was reported to have been resolved. The patient status at the time of this report was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.